Manufacturer narrative:
Age reported as 70's ¿ 80. This report is for an unknown guidewire/unknown lot. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that there was an undisplaced intracapsular fracture in an elderly patient late 70's - 80. Inserted the dynamic hip screw guidewire and the anti-rotation guidewire into femoral head. Measured then chose the right length screw. No tapping was conducted as the patient had soft bone. The screw was inserted into the femoral head without the centering guide or plate during the one-step insertion method. A click was then heard during the end of screw insertion. The surgeon thought it was the femoral neck breaking but realized at this point that the guidewire had bent and the head was rotated so he had lost his reduction. He then realized that as he turned his t-handle, the screw was neither advancing nor reversing. And then he tried to undo the screw with the handle and discovered the end of the connection screw tip was broken. The patient then had to have a hemi arthroplasty instead which caused additional trauma and complication to the patient. The weld on the t-handle was broken during the attempt to reverse the screw. The handle was able to be reconnected and put back into the set. This report is for an unknown guidewire. This is report 4 of 4 for com-(B)(4).